Manufacturer narrative:
The device was returned for evaluation. The pod was received with the cannula assembly fully deployed and no issues were found that would result in a failure to deliver insulin. No problem found. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose was high >500mg/dl after wearing the pod between 4 to 5 hours. The pod was deactivated and she noticed that the cannula was bent.